Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a gastrectomy procedure, the patient had passed away and the surgeon had difficulty in loading the anvil.